Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp shooting pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, literally right after surgery my back stopped hurting"), musculoskeletal pain ("joint and muscle pain/shoulder pain, days after surgery shoulder stopped hurting") and lymphadenopathy ("sharp shooting pains where ovaries are, had come from enlarged lymphnodes, improving"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, back pain and musculoskeletal pain had resolved and the lymphadenopathy was resolving. The reporter considered back pain, lymphadenopathy, musculoskeletal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: nothing wrong. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp shooting pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, literally right after surgery my back stopped hurting"), musculoskeletal pain ("joint and muscle pain/shoulder pain, days after surgery shoulder stopped hurting") and lymphadenopathy ("sharp shooting pains where ovaries are, had come from enlarged lymphnodes, improving"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, back pain and musculoskeletal pain had resolved and the lymphadenopathy was resolving. The reporter considered back pain, lymphadenopathy, musculoskeletal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: nothing wrong. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.